Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced skin flap issues. The recipient presented with retention issues and poor sound quality. Device testing revealed results within normal limits. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. The recipient's device was successfully activated.